Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Based on the reported information, the patient had a bicuspid native valve and a dilated aortic root. Per the instructions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations with a congenital bicuspid valve. Therefore, the dislodgement event was most likely attributed to the patient¿s anatomical conditions. This event does not indicate a device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.